Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device and photograph confirmed the reported event. The impactor has cracked. Furthermore, the impactor was chipped and missing a small fragment. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune shim has cracked around the metal insert area. The attune impactor has cracked.